Event description:
It was reported that the unit went from standby to run, and vice versa. It was further reported that the issue occurred during a case and caused a delay of several minutes while the unit was switched out. No harm occurred to the pt. It was further reported that the unit had recently been in for repair to fix the main screen.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.